Event description:
Reference number (B)(4). Event occurred in united arab emirates it was reported that the patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was in the tubing. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008404, in question was manufactured at the reynosa site. Device history record (DHR) review: packaging: the lot 6008404 was packaging according to the work instruction (wi) version 79, in the machine multivac 12, on 02/aug/2024, with a total of (B)(4) units. Assembly: the lot 4g04432 was assembled according to wi version 27 on-line inspection for assembly of quick set on 02/aug/2024, with a total of (B)(4) units. The lot 4g04433 was assembled according to wi version 27 on-line inspection for assembly of quick set on 02/aug/2024, with a total of (B)(4) units. Gluing of tubing the lot 4g03631 was manufactured according to th wi version 42 in the gluing of tubing in the machine, mp04 & mp08 on 01/aug/2024, with a total of (B)(4) units. The lot 3k04915 was manufactured according to the wi version 40 in the gluing of tubing in the machine, mp04, mp05 & mp08 on 06/nov/2024, with a total of (B)(4) units. The lot 3l01724 was manufactured according to the wi version 40 in the gluing of tubing in the machine, mp04, mp05 & mp08 on 13/nov/2024, with a total of (B)(4) units. The lot 3k04915 was manufactured according to the wi version 40 in the gluing of tubing in the machine, mp04, mp05 & mp08 on 06/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.